Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument would not fire and got stuck on the sterile adaptor. An instrument release kit (irk) was used to release the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large hem-o-lok clip applier instrument associated with the customer-reported complaint. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly there were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional.